Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance values. Home monitoring shows the shock impedance has fluctuated around 100-125 ohms since (B)(6) of 2015. There was one out of range (>150) value reported (B)(6) of 2019. Follow up 3/17/21 showed consistent sensing, threshold and pacing impedance all within range. Aps advised continued monitoring of the lead shock impedance. Lead remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.